Event description:
It was reported that an MRI technician recognized a burning smell in the examination room. The technician removed the pt from the MRI system and removed the pt from the examination room. The emergency shut down switch was activated to disconnect the system. Shortly after shut down, the fire department arrived having been alerted by the alarm from the smoke detector. Before they entered the room the magnet quenched spontaneously. The fire was extinguished with water and co2. There was no harm to the pt, facility personnel, or fire department personnel. This incident occurred in (B)(6).

Manufacturer narrative:
During siemens service maintenance a connection screw was not properly tightened however unintentional, and siemens factory experts have determined this led to the incident. The site has received a new system replacement, maintenance work instruction has been amended with additional checks of specific test sequence and double check of work steps, and training to service personnel has been provided as corrective action. (B)(6).